Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this implantable cardioverter defibrillator (ICD). It was noted that the patient will be admitted to the hospital since he had a cardiac arrest. The cause of the cardiac arrest is unknown. Additional information was requested from the field representative however, no further information was obtained. At this time, the device remains in service. No additional adverse patient effects were reported.